Event description:
It was reported that an ilet user experienced an insulin delivery occlusion while using an infusion set with contact detach, which interrupted a lunch bolus such that only 1 unit was delivered before flow was obstructed, with a reported blood glucose of 198 mg/dl. The user changed supplies with guidance, after which insulin delivery resumed, and education was provided that the ilet would deliver the remainder through correction dosing. Customer care provided assistance that included supply replacement guidance and education. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler component, consistent with a deformation-related component issue. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.